Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2001 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that on (B)(6) 2009 the patient has a history of common variable immune deficiency and had excellent response to ivig [interpreted as intravenous immunoglobulin] in the past. The patient has had problems with monthly urinary tract infections over the past year. No additional information is provided at this time. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following implantation the patient experienced pain, urinary problems, dyspareunia, infection and bleeding. The patient underwent anterior repair and hysterectomy on (B)(6) 2008 due to pelvic pain, cystocele and menorrhagia. (B)(4).